Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer was unable to resolve the issue by replacing the cartridge and continued to experience the alarm. Technical support resolved the issue by arranging for the customer to receive a replacement pump, ensuring no interruption in insulin therapy.